Event description:
It was reported that the while the patient was undergoing stage 2 procedure, the medical doctor noted clear fluid drained at the percutaneous extension site. As a concern for infection, the midline incision site was opened, as a result the lead was explanted since it was infected. The patient was prescribed antibiotics to treat the infection. No additional patient harm or complications were reported.

Manufacturer narrative:
Block d2b additional pro code: qon block g4 additional PMA number: p190006 block h11 investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of fluid discharge and infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the while the patient was undergoing stage 2 procedure, the medical doctor noted clear fluid drained at the percutaneous extension site. As a concern for infection, the midline incision site was opened, as a result the lead was explanted since it was infected. The patient was prescribed antibiotics to treat the infection. No additional patient harm or complications were reported.

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional PMA number: p190006.